Event description:
It was reported that this health care professional (hcp) wanted a review of reports. Technical services (ts) reviewed the reports and found that the patient was experiencing ectopy. Ts stated that the ectopic beats were being undersensed that resulted in overpacing that fell into the refractory period. Additionally, there was a true pacemaker mediated tachycardia (pmt) episode that was broken by the pmt algorithm. Ts recommended reprogramming options. The device remains in use. No adverse patient effects were reported.